Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 32.5 months post index procedure the patient suffered a stroke, no treatment was given and the patient expired 16 days later. The investigator indicated that the event was not related to the study device.